Event description:
In 2008, the pt reported receiving an e4 (occlusion) error on his infusion device. He stated that his blood glucose measured "hi" on his blood glucose monitor a few hours prior to the report. He bolused 8 units of insulin via syringe and an hour later, his blood glucose still measured "hi". He attempted to bolus through his infusion device and rec'd the e4 error. He changed the insulin cartridge and bolused again via syringe. His normal blood glucose range is 100-200 mg/dl. His blood glucose at the time of the report measured 217 mg/dl. To troubleshoot, he was instructed to disconnect from his infusion site and to perform a prime. He rec'd an e4. He was instructed to remove the infusion tubing and he was able to prime through the adapter without error. He then attached new infusion tubing and was able to prime without error. Upon f/u on the next day, he stated that his blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
The type of infusion set in use at the time of the incident is unk. No prod will be returned for eval.